Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to bowel necrosis and death. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a ruptured supra-renal abdominal aortic aneurysm using conformable gore® tag® thoracic endoprosthesis (tgu282810j/15299964) and gore® excluder® aaa endoprosthesis, aortic extender component. The conformable gore® tag® thoracic endoprosthesis was deployed just below the renal arteries, and the aortic extender component was implanted proximal to the conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6) 2017, the patient suffered from abdominal pain. An imaging revealed bowel necrosis. On (B)(6) 2017, the patient expired due to the bowel necrosis.

Manufacturer narrative:
Based on the investigation performed for this event, it is determined that there were no allegations of deficiency against the reported device. Therefore, the report on this event will be retracted.